Event description:
Grade 5 hemorrhage. Pt's central venous line split and pt's central venous line replaced at 13:25 on 10/14/98. On his way back to his room, pt's blood pressure dropped and pt turned gray. Heart stopped. Pt resuscitated for hours. Taken back to surgery, where it was noted that pt had a hemothorax and that he was bleeding from left subclavian vein into thoracic cavity and into pericardium. Lt subclavian bleeding from hole, possibly site of old catheter; two chest tubes placed. On 10/15 pt still bleeding from all sites, incisions, coagulopathic, acidotic. Pt died 10/15/98. Preliminary autopsy report showed ligation of lt subclavian vein. No residual laceration of left subclavian vein. Thrombi of lt thoracic cavity, multiple subdural hemorrahges at base of skull. Suspected infiltration of leukemia, multiple nodules in pancreas. Possible leukemic infiltrate. None of the medications would likely have caused this much bleeding. Pt's disease may have contributed to coagulopathy after his arrest or tissue damage after resuscitation may have caused coagulopathies.